Event description:
It is reported that the insert would not lock onto the baseplate.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: an evaluation of the device concluded that the posterior tabs that mate with the tibial plate to lock the articular surface and tibial plate together are compressed down and damaged. This may indicate that the articular surface was not correctly placed and oriented before using the articular surface impactor. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Evaluation: device history records indicate all components were manufactured and inspected to specification. Dimensional analysis shows that the device meets specifications.